Event description:
The reporter stated that she did back to back blood glucose tests, 30 min apart, with hcp meter and lab test comparisons. Her meter result was in the 120s, hcp (accura) read in the 160s and the lab result was 161mg/dl. There were no symptoms. A control solution test was in range 137 (96-144).